Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported receiving a ¿scan again in 10 minutes¿ error message on the same day of the sensor application. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor their blood glucose. Consequently, the customer became hypoglycemic and experience a loss of consciousness, and was unable to self-treat. The customer received dextrose (50) via IV as treatment by the ems for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.